Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported being diagnosed with a non side specific event of connective tissue disease. Further review revealed that the patient indicated ¿ I have none of the above¿. There is no complaint against the device. Healthcare professional later reported rupture. This record is for the left side. The device remains implanted.